Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was not available to reset the pump but intended to call back when access to the pump was possible for a reset.